Event description:
It was reported that this event involved 1 screw and 1 plate. It was reported that during the surgery, metal debris appears during tightening the screw to the last turn. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: the initial reporter could not identify the exact lot number involved. The following lot numbers were provided 62533p5/79105p1. As the specific lot number for the device involved in the event could not be determined at this time, the full UDI is currently not available.